Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for th device described in this report. A maquet service technician investigated the device and verified proper charging. The battery pack was replaced. Performance was verified and the unit was returned to service. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during transport the unit shut down, it was determined the battery discharged. The unit was then plugged in to restore function. No report patient effect. Ref: (B)(4).